Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she fell going from her chair to the bed.

Manufacturer narrative:
The device was evaluated and repaired by a field service technician. The fst made adjustments to the seat height and replaced a rear caster wheel. The device is working properly.

Event description:
Consumer alleges she fell going from her chair to the bed.